Manufacturer narrative:
The device has been returned to bd for evaluation. The investigation was confirmed for failure to deploy, break, and material deformation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070403cs vascular stent system allegedly experienced failure to deploy, a break, and material deformation. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient was male and the age and weight were not reported.